Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed sample probe to cup and sample probe to small sample cup alignments. During follow-up, the customer had not had any additional discordant results. The cause of the discordant tbil result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one sample from a neonatal patient on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.